Event description:
The end user reported peristomal redness to the right side of her stoma, which occurred after a two day episode of leaking. She stated there was no open skin or itching. She seen a nurse practitioner on (B)(6) 2014; diagnosed with yeast infection and on (B)(6) 2014, the nurse practitioner prescribed nystop powder. Reviewed crusting with nystop.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. End user further reported her stoma is 25mm in size, but she was using a small moldable wafer. Complainant does not have the product lot number, as she discarded that portion of the box. Additional info was requested but, no additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2014. Height: (B)(6).